Manufacturer narrative:
The device has been returned and the evaluation has not been completed. Once the device evaluation is complete, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic stent separated from the pushwire during a mechanical thrombectomy procedure for an ischemic stroke (soft clot) in the left internal carotid artery (ica). Prior to the event, the device was delivered to the site without any friction and the physician had made 2 passes with the stent. A continuous flush was maintained during the procedure. The stent was reported to be positioned approximately three times. The first pass pulled some thrombus into the distal access catheter. The distal access catheter was removed, flushed, and inserted again into the patient for a second pass. The second pass was made without any friction. After the third pass with the stent, the medtronic microcatheter was completely removed and under aspiration, the stent was attempted to be withdrawn through the distal access catheter. There was a large amount of friction in the upper third causing the stent to be stuck. The physician pulled the pushwire some more and the stent was said to be demolished and it separated from the pushwire. The entire system was removed from the patient including the separated stent. No materials were left in the patient. The patient¿s vessel was revascularized with aspiration. No patient injury was reported as a result of the procedure. The patient¿s vasculature was severe in tortuosity. The patient was not diagnosed with stenosis proximal to the thrombus site. The parent vessel was the ica (5mm) and the branch vessel was the middle cerebral artery (3mm). The reported device and ancillary devices were prepared as indicated in the instructions for use. The tici/aoi prior and post procedure was unknown. The physician did not torque the stent device and there were no damages observed on the catheter or stent prior to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire platinum revascularization device was returned for analysis separated into three segments without the catalyst 6f distal access catheter (dac); therefore, any contributing factors such as catheter integrity issues (kinking within the shaft) could not be assessed. The pushwire was found to be separated within the ptfe shrink tube at approximately 178.7cm from the pushwire proximal end. The ptfe shrink tubing distal end was found to be stretched and separated. The stent was returned separated from the pushwire. The pushwire was found to be separated at approximately 4.3cm from the stent attachment zone. Approximately 30.5mm of the proximal marker coil and ptfe shrink tubing were found to be separated. The separated ptfe shrink tubing with proximal marker coil was returned. The total length of the separated segment was measured to be approximately 35mm. The proximal marker coil was found to be stretched and damaged within the ptfe shrink tubing at the proximal and distal ends. The ptfe shrink tubing proximal and distal ends were found to be stretched. The pushwire broken end was sent out for sem analysis. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed and the root cause could not be determined. No issues were reported during the first and second passes. In addition, it was reported there was no damage noted on the catalyst dac prior to or after the third pass. Regarding the customer¿s report of ¿separation¿, the issue was confirmed as the pushwire was found to be broken. Per the sem (scanning electron microscopy) analysis report, ¿the wire failed via tensile overload.¿ device separation can occur due to anatomical considerations (level of tortuosity, variants of anatomy at the aortic arch or neurovasculature); delivery and retrieval friction; higher number of device passes; catheter integrity issues such as kinking within the shaft; presence of hard clots / thrombus entanglement with over bending during the retraction process; alignment of the microcatheter with the proximal end of the solitaire device or removal of the microcatheter prior to retrieval of the solitaire device. In this event, the cause for the separation was determined to be use related as the solitaire platinum revascularization device was used for more than two flow restoration attempts, the device was continued to be recovered, despite resistance, and the stent proximal marker was not covered by the micro catheter during device recovery. In addition, it is possible the patient¿s ¿severe¿ vessel tortuosity contributed to the events. The parent vessel (ica) diameter was reported to be 5mm which is within the recommended vessel diameter (3.0-5.5mm) for this device. The product analysis does not suggest a potential or confirmed manufacturing issue; therefore, no lot history record review is required. All products are 100% inspected for damages and irregularities during manufacture. As noted in the solitaire platinum IFU (instructions for use): ¿for device safety, do not use each solitaire¿ platinum revascularization device for more than two flow restoration recoveries. To retrieve thrombus, slowly withdraw the microcatheter and the solitaire¿ platinum revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire¿ platinum revascularization device distally. Note: ensure microcatheter covers proximal marker. Apply vigorous aspiration to the guide catheter using syringe and recover the solitaire¿ platinum revascularization device and microcatheter inside guide catheter. Continue aspirating guide catheter until the solitaire¿ platinum revascularization device and microcatheter are nearly withdrawn from the guide catheter. Note: if withdrawal into the guide catheter is diffi cult, deflate balloon (if using balloon guide catheter) and then simultaneously withdraw guide catheter, microcatheter and solitaire¿ platinum revascularization device as a unit through the sheath while maintaining aspiration. Remove sheath if necessary. If excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ in addition, ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.